Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
We were unable to confirm needle complaint due to customer returning only sensor. Found sensor whole with no broken parts.

Event description:
Customer's spouse reported via phone, the customer had problems with two sensors. One of the sensors had a broken needle and the other cause a lot of bleeding. Customer's spouse agreed to return two damaged sensors and a new one.